Event description:
During an ercp procedure the physician used a cook endoscopy fusion zilver metal billary stent. Post stent deployment the physician experienced difficulties while removing the stent introduction system because the tip of the introducer caught on the deployed stent. Removal of the introducer was accomplished by manipulating the endoscope and the introducer. An injury to the pt was not reported.